Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient experienced bleeding (50 cc) which stopped after a few minutes. The site reported the bleeding was related to two non-superdimension tools. No further details are known. If additional information is received a follow-up report will be submitted.